Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device - pelvic cavity') and pelvic pain ('pelvic pain/ pain') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, endometrial cancer, heart murmur, dysmenorrhea, dyspareunia, muscle cramps, endometrial cancer, headache, nocturia, reflux esophagitis, left lower quadrant pain, sjogren's syndrome, micturition urgency, urinary frequency, nausea, acne, anxiety, migraine, ovarian cyst, neck pain, breast mass, multi-vitamin maintenance, vitamin c supplementation, vomiting, hives, urinary frequency, ovarian cystectomy and heart disease, unspecified. Previously administered products included for an unreported indication: amitiza, cymbalta, fioricet, zovirax, zovirax, lortab, ambien and prozac. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 2 months 11 days after insertion of essure. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). On (B)(6) 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage ("heavy abnormal bleeding / abnormal bleeding"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the device dislocation outcome was unknown and the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, abdominal pain lower, device dislocation, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: the right was placed with 5 coils left. Discrepancy noted in essure removal as (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: result: total bilateral occlusion. Impression: hsg confirms bilateral tubal occlusion. Most recent follow-up information incorporated above includes: on 5-jul-2020: pif received: patient middle name and rcc note were added. Product code updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device - pelvic cavity') and pelvic pain ('pelvic pain/ pain') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, endometrial cancer, heart murmur, dysmenorrhea, dyspareunia, muscle cramps, endometrial cancer, headache, nocturia, reflux esophagitis, left lower quadrant pain, sjogren's syndrome, micturition urgency, urinary frequency, nausea, acne, anxiety, migraine, ovarian cyst, neck pain, breast mass, multi-vitamin maintenance, vitamin c supplementation, vomiting, hives, urinary frequency, ovarian cystectomy and heart disease, unspecified. Previously administered products included for an unreported indication: amitiza, cymbalta, fioricet, zovirax, zovirax, lortab, ambien and prozac. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 2 months 11 days after insertion of essure. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). On (B)(6) 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage ("heavy abnormal bleeding / abnormal bleeding"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the device dislocation outcome was unknown and the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, abdominal pain lower, device dislocation, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: the right was placed with 5 coils left. Discrepancy noted in essure removal as (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: result: total bilateral occlusion. Impression: hsg confirms bilateral tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device - pelvic cavity'), pelvic pain ('pelvic pain/ pain') and genital haemorrhage ('heavy abnormal bleeding / abnormal bleeding') in a (B)(6) year-old female patient who had essure (ess305) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, endometrial cancer, heart murmur, dysmenorrhea, dyspareunia, muscle cramps, endometrial cancer, headache, nocturia, reflux esophagitis, left lower quadrant pain, sjogren's syndrome, micturition urgency, urinary frequency, nausea, acne, anxiety, migraine, ovarian cyst, neck pain, breast mass, multi-vitamin maintenance, vitamin c supplementation, vomiting, hives, urinary frequency and ovarian cystectomy. Previously administered products included for an unreported indication: amitiza, cymbalta, fioricet, zovirax, zovirax, lortab, ambien and prozac. On (B)(6) 2008, the patient had essure (ess305) inserted. On (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 2 months 11 days after insertion of essure (ess305). On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). On (B)(6) 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (bilateral salpingectomy). Essure (ess305) was removed on (B)(6) 2011. At the time of the report, the device dislocation outcome was unknown and the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, abdominal pain lower, device dislocation, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess305). The reporter commented: the right was placed with 5 coils left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: result: total bilateral occlusion. Impression: hsg confirms bilateral tubal occlusion. Most recent follow-up information incorporated above includes: on 17-may-2019: pfs and mr received : event : vaginal haemorrhage, menorrhagia, device dislocation was added. Events outcome pain and bleeding were changed unknown to recovered/resolved. Reporter and reporter information, severity, lab data, medical history and concomitant drug was added. Product code changed from ess205 to ess305. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.